Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient had weight loss, her ipg was flipped and was unable to properly charge the ipg. It was unknown if weight loss was device related. The patient will undergo a pocket revision wherein the physician will move the ipg from back to abdomen.

Event description:
A report was received that the patient had weight loss, her ipg was flipped and was unable to properly charge the ipg. It was unknown if weight loss was device related. The patient will undergo a pocket revision wherein the physician will move the ipg from back to abdomen.

Event description:
A report was received that the patient had weight loss, her ipg was flipped and was unable to properly charge the ipg. It was unknown if weight loss was device related. The patient will undergo a pocket revision wherein the physician will move the ipg from back to abdomen.

Event description:
A report was received that the patient had weight loss, her ipg was flipped and was unable to properly charge the ipg. It was unknown if weight loss was device related. The patient will undergo a pocket revision wherein the physician will move the ipg from back to abdomen.

Manufacturer narrative:
Additional information was received that the patient's weight loss was not device related, and this was the cause of the battery flip and difficulty charging.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision.